Event description:
It was reported that the device was used to defibrillate the patient, a 67 pt with a history of hypertension and diabetes, but the device gave a connect electrodes alarm. A second device (an AED) and a second set of electrodes were used, was used to attempt defibrillation. The patient expired. The customer stated that they did not believe the patients death was attributable to the device as a backup device was used without significant delay.

Manufacturer narrative:
Physio-control, inc. Evaluated the device but was unable to duplicate the reported condition.